Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had been going to the bathroom every 15-20 minutes lately. The patient reported that sometime it worked for at least 2 hours and sometimes had to go every 10 minutes. The patient reported that she kept increasing voltage. The patient reported that she was now at 7.4v on program 1. The patient reported that she now wanted to change programs. The patient switched to program 2. The patient reported that she felt stimulation pretty strong in her back since implanted. The patient reported that her healthcare provider (hcp) said it was okay if she felt it in her back. The patient reported switching to program 2 at 2.6v. The patient reported not feeling stimulation after switching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient wanted to try a new program because they increased their stimulation to 8.5v and it wouldn't go any higher. The patient stated they had been going to the bathroom every hour, sometimes less. The patient reported the therapy was only helping them by 20-25%. On the call the patient synced with the programmer and the stimulation was shown to be on. The patient switched from program 2 at 8.5v to program 3. It was unknown if the patient felt stimulation in the bike seat area and the patient stated they would continue to increase the stimulation until they felt something and that they would track symptoms. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported sometimes their device would work for an hour, sometimes two. It was reported that they felt better after they switched the programs and would need help changing them. No further complications anticipated.